Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture occurred. The 76% stenosed target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. After ivus was performed, the physician advanced directly a 4.00 x 20mm synergy drug-eluting stent without pre-dilating the lesion. However, during procedure the balloon was not expanding as the atmospheric pressure was going up. It was noted then that during first inflation at 10 atmospheres for 20 seconds the balloon ruptured. The stent was placed by using a non-compliant balloon to fully expand the device and make sure it was well apposed. The balloon that ruptured was completely withdrawn in a fully deflated state. No patient complications were reported.